Event description:
The user facility reported an impella cp was implanted in a 76-year-old male for mechanical circulatory support. It was reported that in the last hour of the percutaneous coronary intervention procedure, there was more oozing than before at the impella access site. Hemoglobin dropped enough requiring two units of blood to be transfused shortly after the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
The impella device was received from the customer and¿an investigation of the device is ongoing. Upon completion of our analysis, a supplemental report will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was returned for evaluation and there were no issues found. There was insufficient clinical information returned to determine the root cause. Therefore, the root cause of the access site bleed could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ added- h6 component code 925 corrections to the initial MFR report: added d6a/d6b f6/f8 should have been left blank.